Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). No complaint was received with return of the device. Failure (event) observed during analysis analysis found inside out abrasions on the outer insulation between 8.5cm and 9.8cm from the distal tip electrode. The etfe coatings in the abraded are ea were normal.

Event description:
This report is to advise of an event observed during analysis.